Event description:
It was reported that leakage occurred during use with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, "doctor was finalizing a routine procedure, when she activated the syringe for solvent aspiration it does not respond to the command. Leakage occurred between stopper and barrel. No damage."

Manufacturer narrative:
H.6. It was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis. CAPA is not required. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, "doctor was finalizing a routine procedure, when she activated the syringe for solvent aspiration it does not respond to the command. Leakage occurred between stopper and barrel. No damage."